Event description:
It was reported that during a spacer implant procedure, the spindle cap had come off and the lobes became bent. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.